Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the hole. Although the cannula was damaged, the exact timing and cause of the damage are unknown.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was leaking insulin. As treatment, the patient applied a new pod.